Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump would not turn on. The patient's blood glucose at the time of incident is unknown. The customer stated that they tried six new batteries in the pump but the pump would not turn on. The customer has been off of the pump for about a week ever since the battery died. Troubleshooting was declined since she was going to the store to purchase good batteries. She was advised to purchase (B)(6) batteries. The customer agreed to call back if needed. No products were shipped or returned as of yet.